Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician was unable to duplicate the reported problem. Resolution and disposition: touch screen was replaced to prevent failure.

Event description:
The international customer reported operational failure of touch screen. There was no patient involvement.